Manufacturer narrative:
Product ID: mc1vr01us , (B)(4). Product ID: mc1vr01-delysys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system was bent/kinked and it was determined that desired placement could not be achieved. The device was not attempted to be deployed and the delivery system was removed. A new leadless implantable pulse generator (ipg) was place successfully. However, one day post implant, it was observed that pericardial effusion had occurred. The effusion was drained. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delysys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg), it was observed that pericardial effusion had occurred. The effusion was drained. The device remains in use and no further patient complications have been reported as a result of this event.